Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon inspection, fse confirmed that flexviewing pc was faulty. The fse replaced the flexviewing pc and installed the software. After replacement of the flexviewing pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the flexvision monitor was not working intermittently. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.